Event description:
It was reported that the patient's device was being removed because it sticks out of the patient's body and because it "numbs everything." It had been like that since the time of implant. It stuck out about "a foot and a half" from the patient's body. It was reported that it took the pain away but also took away the patient's "drive and ambition" no matter what drug was put into the pump. The patient was tired of walking around like a zombie. The patient decided a year ago to shut it off and that was why the patient switched to saline. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
Additional information reported the pump was explanted. The patient recovered without permanent impairment.